Event description:
During service of the ventilator, review of the diagnostic log history indicated a 24/+-12v power fail occurrence. The customer did not report the occurrence during the ventilators use and there was no patient harm reported. The service technician replaced the power supply to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed. If a power failure of the ventilator occurs during use, an audible alarm will activate.